Event description:
The customer reported the device would not charge the battery. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the device would not charge the battery. No patient involvement was reported. The customer performed the evaluation. The customer localized the issue to a failed ac power supply and requested a part ID. A follow up call was made to the customer. The customer's biomed stated he replaced the ac power supply which resolved the issue. The device was put back into service. Based on the customers report, we are considering this a malfunction of the ac power supply.